Event description:
It was reported that during an open surgical skin suturing procedure, the suture needle and thread broke while suturing skin. 95 sutures were used and had the same issue. The suture was replaced with another manufacturer's product to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy), sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3430fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty-six sutures opened by the account and sixty nine sealed representative samples were available for evaluation. Visual inspection of the opened sutures noted thirteen needles attached to the sutures, six sutures without the needles, and seven needle detached with their sutures. Upon microscopic inspection of the disengaged needles, normal crimp and swage marks were noted. Suture material was observed to be present in the swages, indicating the sutures broke off at the swage. Visual inspection of the representative samples noted no abnormalities. During functional testing of the representative samples, one suture broke while removing the needle from the package. The units that were then submitted to humidity test and all of them failed since the values were above the expected. Units were also submitted to needle holding strength and knot pull test and all of them failed the test. Dye penetration leak testing was performed to the foils of the thirty samples received and twenty-nine of them failed the test and one passed. It was reported that the needle and thread broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.